Event description:
The customer was called and reported he experienced low blood glucose of 30 mg/dl while he was driving and he pulled over. Customer stated, the keys to the insulin pump got stuck, causing him to get too much insulin. Customer declined to troubleshoot for low blood glucose. The customer claimed that this had occurred twice, once in 2011 and once in 2015. The customer will not be returning the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.